Event description:
The tube portion of a j-tube enteral feeding device detached from the feeding port approx a week subsequent to the therapeutic procedure of the device being placed in the pt (age and gender unknown). The physician indicated that the tube was successfully removed endoscopically from the pt's stomach. Another replacement device was placed in the pt, but that device tube also became detached about a week after placement. Please see medwatch report number 6000048-2005-00018, which documents that second device malfunction. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.